Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there was another record for units manufactured on lot number 2799048: (B)(4): a0412 material rupture. Device not returned to device analysis. Even though there was one additional complaint of rupture for this lot number, the device has not been returned to confirm the event or to detect a potential workmanship. The search criteria of these queries are mentioned on qpp07-01-004-her1-g02 rev 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture (rupture). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported "rupture", "cysts" and later "no evidence of solid cystic lesion". Event confirmed via ultrasound. Later healthcare professional confirmed. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device was explanted.